Event description:
Patient reported "knots on the side of the breast", "mesh coming apart" and "rupture". Later healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ other-medical: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "knots on the side of the breast", "mesh coming apart" and "rupture". Later healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: based on previous classification, an investigation for technical events was selected for the highest severity 3, and the following documents are required per procedure (B)(4) revision 23.0: (B)(4) report (B)(4) router refer to lab investigation number (B)(4) for the results of the device analysis for this unit. The review of the documentation mentioned above associated with the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "knots on the side of the breast", "mesh coming apart" and "rupture". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.